Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708760, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0y1q9, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va16v0h, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4) pertains to extension ((B)(4)), extension ((B)(4)), ins ((B)(4)), lead (va0y1q9), and lead (va16v0h) (B)(4) pertains to extension ((B)(4)), extension ((B)(4)), ins ((B)(4)), lead (va0y1q9), and lead (va16v0h) (B)(4) pertains to extension ((B)(4)), extension ((B)(4)), ins ((B)(4)), lead (va0y1q9), and lead (va16v0h). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported an infection and the device system needed to be removed. The system was explanted (B)(6). The patient is implanted for parkinson's dual.

Event description:
The implant and explant dates were confirmed. Leads were implanted (B)(6) 2016 and the battery and extensions were implanted (B)(6) 2016. The entire system was explanted (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare provider (hcp) reported that the patient started experiencing the infection on (B)(6) 2016, which was observed post implant operation. The system was removed and the patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.